Event description:
It was reported that two weeks post implant, the patient presented to the emergency room due to a fall. A device interrogation discovered that the atrial lead was dislodged. The next day at the lead repositioning the lead would not stay in place. The lead helix appeared to move in and out under x-ray but when the lead was removed the helix would not move. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analysis found no anomalies. However, the outer insulation was cut. The distal conductor was distorted due to over rotation. There was blood on the proximal conductor (not obstructed). The distal electrode was covered in blood. There was damage to the guide tooth. Visual analysis noted apparent explant damage. The lead was returned with the distal conductor distorted within the connector/explant damaged/over-rotation. Therefore, the helix tests could not be performed at this time.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical product: 5086mri, implantable pacing lead, (B)(6) 2013.